Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to unspecified metal on metal complications. Patient was further revised on (B)(6) 2015 due to acetabular cup loosening and a lack of bone ingrowth. The acetabular cup and polyethylene liner were removed and replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.